Event description:
Device ref # (B)(4), lot t94z56. Device started glowing and the plastic started to melt. Procedure: laparoscopic sleeve gastrectomy, hiatal hernia repair with esophagogastroduodenoscopy. Per operating room staff, the metal part of the device started sputtering and the white plastic melted on to the device (no contact of melted plastic with pt). A new device was obtained and worked without any issues. FDA safety report ID# (B)(4).